Manufacturer narrative:
The receipt of product bl5523wv from lot w1156 showed the tubing was still coiled and taped together. The tip was not returned and the needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts and aspirated as intended. A review of the complaint database revealed one other complaint for reason code "cutting problem" had been submitted against this lot w1156. The root cause is unknown as the failure could not be duplicated. Per CAPA 610815, which was implemented in june 2018, the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5523wv. The first lot of bl5523wv that was built with the vitrectomy tubeset enhancement was lot #w1815 in jun-2018. Any bl5523wv product with lot no. W1815 or higher will include the vitrectomy tubeset enhancement. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary at this time.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported the cutter would not cut at the pre-set value of 5000cpm, it would only work when reduced to 4000cpm. There was no patient impact or injury.